Event description:
The facility had reported an infusion pump with a failure code 812:02. The facility rep had stated that no incident reports have been filed on this pump since the last baxter service event nor was there any pt injury or medical intervention involved. Info was requested by baxter regarding the medication involved, pump programming and set-up info, specific pt info, tubing product code and lot number in use. Add'l contact info was requested but no add'l contact was identified.